Manufacturer narrative:
A visual examination of the returned device found the cautery plug legs were closer than usual. Measurement of the 2-in-1 active cord connector found that the outside diameter was out of specification and could cause the reported issue. Functionally the returned device was resistance tested and it performed within specifications. The condition of the returned incident device was consistent with the complaint that the connector pin was defective. The most probable root cause is a supplier manufacture issue since the outside diameter of the 2-in-1 active cord connector was out of specification. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw hot single-use biopsy forceps was to be used during a biopsy procedure. According to the complainant, during preparation for the procedure, it was determined that the active cord could not be attached due to and issue with the contact post. The procedure was completed with another radial jaw hot single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw hot single-use biopsy forceps was to be used during a biopsy procedure. According to the complainant, during preparation for the procedure, it was determined that the active cord could not be attached due to and issue with the contact post. The procedure was completed with another radial jaw hot single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.